Manufacturer narrative:
Insulin pump passed operating current, unexpected restart error test, displacement test, but compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime/compromised force sensor system, and excessive no delivery test due to compromised force sensor system alarm. No numbers scrolling during testing noted. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot, stained end cap sticker, and cracked battery tube threads.

Event description:
The customer's mother reported via phone call that the insulin pump's bolus randomly speeds up. The dome label sticker was turning black on one end. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.